Event description:
On (B)(6) 2025, the user reported that the ilet bionic pancreas system issued a restart 38 alert and insulin delivery was partially suspended during a meal announcement. The user completed a full supply change, and insulin delivery resumed without further alerts. The blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.